Event description:
It was reported that during the procedure, resistance felt when deploying stent (subject device). When physician attempted to retrieve already deployed stent (subject device) into catheter, resistance observed near the catheter tip and stent (subject device) was difficult to retrieve. Catheter and subject stent were all removed from the body. After the procedure, the physician checked and confirmed damage to the tip stent (subject device) delivery catheter. After the same procedure during manipulation outside patient body, the pusher of the stent (subject device) broke off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual/microscopic inspection of the returned device was done and it was observed that the returned device was found to have the stent deployed and not returned (the stent was deployed by the physician after the procedure). The stent stabilizer was found to be kinked/bent and broken/fractured. The stent delivery catheter was found to be deformed and there was significant amount of blood within the stent delivery catheter noted during the analysis. In the functional inspection, stent friction functional test could not be performed as the stent was found to be deployed and not returned. The stent delivery catheter deformed functional test was confirmed during visual inspection. Stent delivery catheter broken/fractured during preparation was not confirmed during visual inspection. The flow diverter stent difficult/unable to re-capture into microcatheter functional test could not be performed as the stent was found to be deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis of the returned device. The analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. As per the additional information, the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned and the stent delivery catheter was noted to be deformed and the stent stabilizer was kinked/bent, which is indicative of the reported event. It is probable that the device experienced difficulty during stent deployment due to the tortuous anatomy causing the entire device and delivery system to become deformed. The event details and additional information indicates the stent was deployed without any issue and when the device was removed from the patient the stabilizer broke. It is most likely that during the push/pull technique used during the stent deployment, the stabilizer became weakened due to the tortuous anatomy and when the pusher was handled after removal from the patient the pusher wire broke as per the event description. An assignable cause of procedural factors will be assigned to the reported flow diverter stent difficult/unable to recapture into microcatheter, stent delivery catheter deformed, stent friction, stent stabilizer broken/fractured during preparation and to the analyzed stent stabilizer broken/fractured during preparation, stent delivery catheter deformed, and stent stabilizer kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, resistance felt when deploying stent (subject device). When physician attempted to retrieve already deployed stent (subject device) into catheter, resistance observed near the catheter tip and stent (subject device) was difficult to retrieve. Catheter and subject stent were all removed from the body. After the procedure, the physician checked and confirmed damage to the tip stent (subject device) delivery catheter. After the same procedure during manipulation outside patient body, the pusher of the stent (subject device) broke off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.